Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. No information was provided regarding product return status, however, it has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).